Event description:
During an acd/f on (B)(4) 2014, the tip of the screw driver broke during screw removal. All implants were eventually removed. The piece of the tip that broke off was sucked up in the suction tube. No additional intervention required. Surgery was completed as expected.

Manufacturer narrative:
Manufacturing site evaluation: device forwarded to manufacturing site; evaluation on-going.